Manufacturer narrative:
According to the customer, on (B)(6) 2025 after placement of the foley catheter, the patient was positioned for a procedure, and the "catheter fell out". The customer reported that there was "no tugging or pressure" applied during the positioning of the patient, and upon inspection of the catheter it was determined that the "balloon had ruptured". The customer reported that a new catheter was not placed, and the surgeon proceeded with the procedure. The customer did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2025 after placement of the foley catheter, the patient was positioned for a procedure, and the "catheter fell out".